Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many patients are involved in the event? Which product was used with interceed: the surgicel powder or arista? Please provide the following information for each patient involved in the event: the patient¿s demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What was the intended use of the interceed? Where was the interceed used? Product code and lot # for interceed were there any pre-existing signs/symptoms/condition and relevant medical history prior to this surgical procedure? Concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) date - time of onset of abscess and fever from the surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? When did the patient present with symptoms and what are symptoms? Has any surgical or medical intervention been taken as a result? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Surgeon¿s name.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the absorbable adhesive barrier was used. After the procedure, the patient came back with abscess, fever or high white blood cell count. Additional information has been requested.